Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400 (14 each). During the procedure, a mild aneurysm rupture occurred which required further coiling intervention. The rupture had an uncertain relation to the penumbra coil 400 system and a possible relationship to the aneurysm disease state. The patient was given mannitol and the event was resolved the same day.

Manufacturer narrative:
Conclusion: aneurysm rupture is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. This MDR is associated with MDR 3005168196-2015-00077, 00078, 00079, 00081, 00082, 00083, 00084, 00085, 00086, 00087, 00088 00089 and 00090. Device was implanted in the patient.